Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(6).

Event description:
The customer's father reported via phone call of issues with batter out limit alarm on customer's insulin pump. The customer's blood glucose level was 400mg/dl. The customer treated with bolus. Troubleshoot was conducted. The customer was in the process of changing the set. The call dropped and the customer was not able to be reached during call back. No further assistance provided at this time.